Event description:
It was reported that this patient was hospitalized due to a complete heart block. A pacemaker system was implanted. Shortly after implant, loss of capture (loc) was observed on telemetry on this right ventricular (rv) lead. Device interrogation was performed and upon review, high capture thresholds were also observed. The patient was taken back to the operating room for a lead revision since the patient is pacing dependent. This right ventricular (rv) lead was explanted and replaced. No additional adverse patient effects were reported.